Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital, antibiotic therapy was discontinued, and the patient recovered from the peritonitis event. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain the cause of the peritonitis was unknown. The same day as peritonitis diagnosed, the patient was hospitalized and treated with injection vancomycin (1gm, every 5th day intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.